Event description:
It was reported that the patient experienced hypoglycemia to 56 mg/dl for approximately 45 minutes after a post-dinner rise in glucose, during which the ilet algorithm allegedly overcorrected while the system was in its learning phase; logs were reviewed with the family, and education on accurate meal announcements was provided. Symptoms included low blood glucose. Outcomes included recovery above 70 mg/dl with fast-acting carbohydrates, with no medical intervention, no hospitalization, and no long-term health effects. Investigation included case review and log evaluation with user education and troubleshooting. Investigation of this case revealed no device malfunction was identified and the event was consistent with use-related factors, including postprandial variability and algorithm response during learning with potential impact from meal announcement accuracy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.